Event description:
It was reported that alteplase 90mg for stroke infused at the incorrect rate "too low of a dose." The device was programmed at 2mg/hr using the guardrails library. It was noted that the nurse used "different indication" - should have used setting for "stroke 100kg. " the customer is requesting for ways to set up their guardrails to avoid the issue. The customer was referred to the pharmacy consultant for assistance. It was later reported that the request for assistance with the guardrails has been addressed. It was reported that there was no device malfunction. The event occurred in the emergency department (ed). There was no patient harm.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the march 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿infused at the incorrect rate¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue that the device infused at the incorrect rate was not determined because no product or device logs were returned. The reported issue that the device infused at the incorrect rate could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. The customer did indicate that an incorrect setting had been used "different indication" - should have used setting for "stroke 100kg." The device is used for treatment purposes. H3 other text: device was not returned to manufacturing facility.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Race and ethnicity: caucasian. Admitting diagnosis: stroke.

Event description:
It was reported that alteplase 90mg for stroke infused at the incorrect rate "too low of a dose." The device was programmed at 2mg/hr using the guardrails library. It was noted that the nurse used "different indication" - should have used setting for "stroke > 100kg. " the customer is requesting for ways to set up their guardrails to avoid the issue. The customer was referred to the pharmacy consultant for assistance. It was later reported that the request for assistance with the guardrails has been addressed. It was reported that there was no device malfunction. The event occurred in the emergency department (ed). There was no patient harm.